Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia. It was also reported that the device declared elective replacement indicator (eri) after experiencing two charges times that were outside of the extended charge time limit for the device. The device was subsequently explanted. It is unknown if the device will be returned for analysis. There were no adverse patient effects reported.